Manufacturer narrative:
(B)(4).

Event description:
New information received notes that lead was explanted and replaced. Externalized conductors were observed under fluoroscopy prior to the procedure. Based on the review of diagnostic views provided to st. Jude medical, the conductors appeared to be externalized.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in clinic for follow-up, an alert for possible high voltage lead issue was observed. Review of diagnostics noted that the initial therapy for vt was aborted and two subsequent hv therapies were successfully delivered. Egms were not available. Programming changes were made and lead replacement was planned. During lead revision procedure, it was noted that patient's all veins were occluded and the lead could not be explanted. Patient was given lifevest until lead replacement. Patient's condition was fine.